Manufacturer narrative:
Per tandem's t:slim pump user guide: "insulin should be at room temperature before filling cartridge". No product returned for evaluation. Should new relevant information become available a follow up supplemental report will be submitted.

Event description:
It was reported that the customer loaded the cartridge w/roughly 300 units of cold insulin & rec'd a cartridge alarm 9. There was no reported impact to the customer's blood glucose level. The customer was able to load a new cartridge successfully.